Event description:
It was reported to medtronic neurosurgery that there was a leakage close to the pt line stopcock. According to the report, the event did not cause any injury to the pt.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of device performance was not possible. A review of the mfg records was not possible as no lot number was provided.